Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation. Supplemental report three of four for the same event, reference 0002184052-2016-00195-1, 00196-1, and 00198-1. As no lot numbers were reported, when the devices were received six additional reports were submitted for this event to document each lot, reference 0002184052-2016-00243 through 0002184052-2016-00247.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report three of four for the same event; see also 0002184052-2016-00195, 00196, and 00198.

Event description:
The sales associate reported screws stuck inside the 4.2 self-drilling screw caddie. It was a parts bank set that got sent out and the screws are stuck inside the caddie. All of the self-drilling fixed angle screws are molded into the caddy. The screws would not come out with cobb, needle driver, etc. Unable to use any fixed screws and forced to use variable.

Manufacturer narrative:
The returned caddy was evaluated. There were several screws which were found stuck, but were able to be removed. The screw holes were inspected and found to meet specifications. A review of the manufacturing records did not identify any issues which would have contributed to this event. The cause of the event cannot be definitively determined.